Manufacturer narrative:
(B)(4). Concomitant medical products - p/n unknown, unknown acetabular liner, l/n unknown. P/n unknown, unknown femoral head, l/n unknown. P/n unknown, unknown, femoral stem l/n unknown. The 00875705602 shell with multi holes porous 56 mm o.d. Size kk for use with kk liners 63401067. Reported event was confirmed by review of x-rays provided. X-ray review from external surgeon noted a fractured screw. Additionally, there is evidence of left inferior pubic ramus fracture as well as fracture along the medial wall of the right acetabulum. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to acetabular loosening and liner disassociation. Xray reviews showed a fractured screw as well as a fracture in the patient's acetabulum. No further information is available at this time.